Manufacturer narrative:
Initial

Event description:
It was reported that the ilet issued an insulin occlusion alert while the user was on an infusion set with tubing with a reported blood glucose of 220 mg/dl. The user noted no visible kinks, air bubbles, or leakage; the user disconnected from the infusion site and then reconnected without performing the fill tubing only process, after which the issue appeared resolved and no supplies were changed. No adverse clinical symptoms associated with hyperglycemia reported and later decreasing to 89 mg/dl. Outcomes included no health consequences or lasting impact. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.